Event description:
A report was received that the patient's pocket was revised due to pocket site discomfort. The pocket was repositioned from the buttocks area to the abdominal area and two lead extensions were implanted. The patient was doing well.